Manufacturer narrative:
Sample received in opened original packaging including cover foil. It shows surgery residuals. Also a non alcon grieshaber device was received. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps show surgery residuals. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. (B)(4).

Event description:
A customer reported the two ends of the clamp (forceps) did not close during a vitrectomy procedure. Additional information has been received indicating the procedure was completed using a backup product. Patient impact was not reported.